Event description:
This event was captured based on literature review of the article, long-term clinical outcome of rotational atherectomy followed by drug-eluting stent implantation in complex calcified coronary lesions. This is a single-center registry that aimed to assess the characteristics and outcome after rotational atherectomy (ra) is followed by drug-eluting stent (des) implantation in complex calcified coronary lesions. In the period between (B)(6) 2003 and (B)(6) 2009, 205 patients with de novo complex calcified coronary lesions treated with rota-des were analyzed. The majority of patients were treated with paclitaxel-eluting stents (64%) or sirolimus-eluting stents (30%). It was noted that 3.5% were treated with everolimus stents (xience). The incidence of in-hospital major adverse cardiac events (mace), defined as death, myocardial infarction (mi), and target vessel revascularization (tvr), was 4.4%. At a median follow-up period of 15 months, the cumulative incidence of mace was 17.7%. Death occurred in 4.4%, mi in 3.4%, tvr in 9.9%, and target lesion revascularization (tlr) in 6.8%. One definite (0.5%) and one probable (0.5%) stent thrombosis were observed. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of implant estimated as (B)(6) 2009. There was no reported product deficiency and the product was not returned. The reported patient effect of thrombosis, restenosis and myocardial infarction, as listed in the xience v instructions for use, are known adverse events associated with use of a coronary stent use in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report#.